Event description:
The following description of the event was documented by a viasys tech support specialist in response to a phone conversation with a user facility rep. "[User facility rep] called and on friday, unit was on a pt and staff went to turn the frequency up to max and unit began to smoke and shut down, pt was hand bagged and placed on another unit, no pt compromise."

Manufacturer narrative:
A letter was sent via fax to the user facility requesting add'l info concerning the reported event and the condition of the pt. As of the date of this report, there has been no response from the user facility.